Manufacturer narrative:
The reagent lot number is 847776. The expiration date was not provided. Reagent issues were excluded as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the module and decontaminated the tubing and probes for one of the disks. He checked the probe's outside washing and gear pump pressure; replaced the vacuum diaphragms; cleaned the rinse station nozzles; checked the springs; decontaminated the rinse vacuum tubes; replaced vacuum tubes to a rinse station; checked the rinse levels and cuvette drying; checked the detergent consumed; and checked for splashing on mechanism checks. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine plus ver.2 (crep2) result from one patient sample tested on the cobas 8000 c702 module. The initial result was 1387 umol/l. The repeat result was 136 umol/l. The initial result did not fit the clinical picture of the patient.